Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call indicating that he had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was 572 mg/dl. The customer was assisted in performing a 5.0 units fixed prime. Customer stated the insulin did exit. The customer is able to remove the set at this time to examine the cannula. The customer reported the reservoir is empty. The customer was advised to change reservoir. The customer stated they inserted with serter device. The customer was advised that alarm may been due to the bent cannula. The customer advised that infusion set has been successfully inserted into the body.